Event description:
The customer reported that during a hysterectomy, the device could not be used to seal and the jaws could not be re-opened because the knife did not retract. The surgeon opened another instrument in order to successfully complete the procedure. There was no pt injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.